Event description:
It was reported that under-deliver of medication via pump device administration had occurred. The pump had alarmed at the end of infusion, stating that only 100 milliliters had been infused. There were 97 milliliters of medication remaining in the bag. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h4: device manufacturing date and d4: device expiration date could not be determined d4: device serial number/lot number is unknown h6: health impact and evaluation codes: updated h10: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damages or other defects were detected on the sample. Is observed that the blue clip is not present. Functional testing found no discrepancies were detected on the sample. The test successfully passed with a result of -3.57% (average delivery error acceptable is -7% to 7%(see attachment for disposable accuracy test report)) no bubbles were identified during or after the test was performed; thus, the failure mode reported is not confirmed. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).